Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-mar-2023 . H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one 20gx1.00in nexiva device from lot number 2278247 which displayed that the unit has been used, but the decoupling has not been performed. The needle had not been removed from within the catheter. A functional test revealed a scraping noise when pulling the needle through the tip shield washer. Both dimensions of the needle and washer were within specification. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter experienced needle disengagement difficult. The following information was provided by the initial reporter: we are seeing an issue in our ed with the below cath. When nursing attempts to pull the needle out, it is stuck and will not come out or is very difficult to take out. I do have a sample if need be. To my knowledge, I only know of 2. One was used on a patient and as a result the patient had to get a 2nd poke from a new cath do to the needle not retracting. The 2nd, which I have in my possession, was not used on a patient but was found prior to being used on a patient.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter experienced needle disengagement difficult. The following information was provided by the initial reporter: we are seeing an issue in our ed with the below cath. When nursing attempts to pull the needle out, it is stuck and will not come out or is very difficult to take out. I do have a sample if need be. To my knowledge, I only know of 2. One was used on a patient and as a result the patient had to get a 2nd poke from a new cath do to the needle not retracting. The 2nd, which I have in my possession, was not used on a patient but was found prior to being used on a patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.